Event description:
Patient reported that she is experiencing elevated blood glucose (200 mg/dl, normally 150 - 155 mg/dl). Patient programmed a 5u bolus, while disconnected, and no insulin came out. She programmed an additional 3u bolus, and observed "one small drop" of insulin. No error messages were generated by the device. No treatment was received for elevated blood glucose.